Manufacturer narrative:
The product has not been returned to calibra. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the patient responded to an anonymous survey for calibra stating that the patch was not used for the full duration because insulin starting coming out. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.